Manufacturer narrative:
Name: medtronic minimed, country: united states of america, address ¿ line 1: 18000 devonshire street, city: northridge, state: california, zip code: 91325¿1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026 as the patient stated that there was stress or pull on the infusion set tubing which led to cause leakage at site. The blood glucose level was high and the patient was treated with insulin pump.